Manufacturer narrative:
(B)(4). The device was returned and visual examination confirmed that the distal tip of the catheter had separated from the rest of the catheter. However, the actual detached tip was not with the returned respective catheter. All other components of the catheter are present. Further examination, revealed a satisfactory amount of applied adhesive around the transducer, confirming that the distal tip had been adequately attached to the catheter. The sub-assembly manufacturing documentation for this lot was reviewed and the device met all quality and manufacturing release criteria. It was reported that the tip came off when the catheter was advanced onto the wire; therefore, it is probable that the tip separation occurred due to user handling.

Event description:
It was reported that the lesion has chronic total occlusion (cto). During the procedure, the pioneer catheter worked well during initial advancement in the subintimal space to a point where the blood flow reconstituted. The needle was deployed, the wire was advanced and the pioneer catheter system retracted per IFU. At some point, the wire was accidentally pulled out of the vessel by the resident. The physician pulled the pioneer catheter and no issues was found. All parts were accounted for when the catheter was removed from the patient's body. The physician advanced the catheter again to gain re-entry. When the catheter was being advanced onto the wire, the tip became separated from the rest of the catheter. The separation occurred outside the body. An attempt to use a second catheter of the same model was unsuccessful because the catheter produced an incomplete image. The physician did not use another catheter. The procedure was completed without ivus with no injury to the patient.